Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon went to torque 2nd h2h nut and the torque driver would not limit and stripped out the h2h set screw on the h2h cross connector construct. Surgeon tried this 3 more times and the torque driver would not limit the amount of torque delivered and stripped out the inner set screw. Surgeon then bailed on placing a cross connector.

Manufacturer narrative:
One (1) mountaineer h/h x-connector tightener was returned to the chu for evaluation. Visually nothing could be found wrong with device. A functional torque test was then conducted. Torque test results concluded that the device is within the required specifications per test method. No device failures have been identified. Device is functioning as intended. No root cause analysis needed as no product failure detected. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.